Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The operating currents were within specifications. The unexpected restart error, occlusion and excessive no delivery tests could not be performed due to the motor error alarms. No unexpected low battery alarms or no reservoir alarms noted. The device also had a missing end cap sticker, cracked case at lcd window corners and battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. The alarm history also showed a motor position encoder error alarm. The customer also reported receiving a low battery alert. Troubleshooting was not able to resolve the issue. The device was returned for analysis.